Manufacturer narrative:
H.10: the unit was requested by livanova deutschland for a further and detailed investigation. A functional test has been performed. The reported malfunction could not be reproduced.

Event description:
See initial report.

Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 gas blender system. The incident occurred in (B)(6). The livanova field service representative in charge checked all connections and replaced the cables but the issue still persisted. Thus, he removed the device from service and replaced it with another one. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a s5 gas blender system was consistently alarming with an error code displayed. This issue was identified by a livanova field service representative during maintenance. There was no patient involvement.